Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (290 mg/dl), and large ketones. Reportedly, the customer's health care professional stated ketone levels were dangerous, but not life threatening. Customer's health care professional recommended the pump carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer delivered a bolus to address elevated bg levels, and drank large amounts of water.